Manufacturer narrative:
The device was not returned for analysis, and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. Based on the information reviewed, recurrent mr was possible due to disease progression. Mr is listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury, illness, or impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On an unknown date in 2021, patient was presented for mitraclip procedure. During the procedure, one mitraclip was implanted successfully. On an unknown date, recurrent mr was observed possibly due to disease progression. The previously implanted clip is stable on both the leaflets. There was no clinically significant delay.